Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. No medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient's mother to test the alert functionality and patient reported alerts were functional.